Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the avalon fm30 fetal monitor indicating that a speaker error message was displayed and when this occurs, the speaker stops producing audio. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The rse discussed the speaker issue with a representative from the customers biomed team who evaluated the device. The reported problem of a defective speaker was confirmed. The customer was provided with a replacement loudspeaker assembly and will perform the repair to resolve the issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone # (B)(6). E1: reporter phone #: (B)(6).

Event description:
The customer reported a speaker malfunction error inop message was displayed. There was no sound. Patient involvement is unknown. There was no report of patient or user harm.